Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed and no error codes were noted. It was confirmed that the device was in ddd mode at the time the replacement indicator was declared. It was also noted that the device sensed in the atrial chamber while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that during the device check, this pacemaker showed five and a half years remaining longevity. The device was implanted 2 months ago. Outputs were at 3.5 volts. Boston scientific technical services (ts) discussed possible reason for this event. Atrial output was changed, however, the physician wanted to keep right ventricular (rv) output as is. Boston scientific technical services (ts) then suggested to consider waiting for 30 days and have the patient do a patient initiated interrogation (pii) or schedule a remote download. In addition, the field representative can then call back to have the engineers evaluate. The field representative will discuss with the physician. As of this time, the device remains in service. No adverse patient effects reported. Additional information received which indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed, and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed, and no error codes were noted. It was confirmed that the device was in ddd mode at the time the replacement indicator was declared. It was also noted that the device sensed in the atrial chamber while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that during the device check, this pacemaker showed five and a half years remaining longevity. The device was implanted 2 months ago. Outputs were at 3.5 volts. Boston scientific technical services (ts) discussed possible reason for this event. Atrial output was changed, however, the physician wanted to keep right ventricular (rv) output as is. Boston scientific technical services (ts) then suggested to consider waiting for 30 days and have the patient do a patient initiated interrogation (pii) or schedule a remote download. In addition, the field representative can then call back to have the engineers evaluate. The field representative will discuss with the physician. As of this time, the device remains in service. No adverse patient effects reported. Additional information received which indicated that this device was explanted and replaced. No additional adverse patient effects were reported. Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed, and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed, and no error codes were noted. It was confirmed that the device was in ddd mode at the time the replacement indicator was declared. It was also noted that the device sensed in the atrial chamber while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device check, this pacemaker showed five and a half years remaining longevity. The device was implanted 2 months ago. Outputs were at 3.5 volts. Boston scientific technical services (ts) discussed possible reason for this event. Atrial output was changed, however, the physician wanted to keep right ventricular (rv) output as is. Boston scientific technical services (ts) then suggested to consider waiting for 30 days and have the patient do a patient initiated interrogation (pii) or schedule a remote download. In addition, the field representative can then call back to have the engineers evaluate. The field representative will discuss with the physician. As of this time, the device remains in service. No adverse patient effects reported.